Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that while the male patient was on impella cp support, there was low pump flow noted. The p level was changed to p 2 and the staff muted the suction alarms. Additionally, the patient had thrombocytopenia while on support. Blood products were provided. The patient's acts were between 160/180. The clinical rep was uncertain if the thrombocytopenia was related to the impella. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The investigation of low pump flow and thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.